Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled and the lead appeared damaged at implant. The analyst also commented that the lead has been stretched, so the inner insulation buckled and prevents the helix from extending and retracting properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an implant attempt, the physician was having difficulty positioning the lead. When attempting to reposition the helix on the lead would not retract. It was also noted that when the lead was removed from the body and the stylet removed that the helix also retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt, the physician was having difficulty positioning the lead. When attempting to reposition the helix on the lead would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.